Manufacturer narrative:
This product has been returned. However, no analysis is required. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system was explanted due to infection and erosion. No adverse patient effects were reported.